Manufacturer narrative:
The deflection cover was visually inspected to determine if there was any missing or damage portion of the distal and proximal biothane that would allow the stretch over the objective head. Both biothane are completely intact with no indication of damaged or missing portions. The cover also has the permissible slack to allow deflection but not to stretch over the biothane. The scopes image was viewed with an acmi micro digital ip camera to determine if there were any broken fibers, lens separation or other image distortions. There were no defects of that nature found with the image. The acceptable specifications for deflection angulation of the dur-8 are 170 degrees/ 180 degrees in the up angulated position and 180 degree/ 190 degree in the down angulated position, the scope passed both specifications. The working channel was inspected for blockage inside of the channel. This was accomplished by running a guide wire down the length of the channel beginning at the biopsy port channel and ending through the objective head opening. There was no obstruction found as the wire passed completely through the channel unimpeded. The scope was leak tested to determine if there were any broken or malfunctioning seals allowing moisture into the scope that could potentially damage the deflection cables resulting in the reported deflection failure. The scope was attached to a compressed air pump and submerged under water for 2 minutes. The working channel was purged of excess air and no leaks were found during the leak test. Based upon the results of this eval, there is no definable defect within the gyrus dur-8 ureteroscope serial number (B)(4), aesthetic or functional, that could be related to the event reported. To the best of our knowledge there is no problem with this scope that would have contributed to the reported event.

Event description:
During a surgical procedure while using the flexible ureteropyeloscopy, the deflection failed when inside the pt. The black rubber (biothane) came off, the stone got stuck during surgery and scratched pt's ureter, no additional harm or prolonged stay for the pt.